Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro was not possible and reselect application. Review of system log file confirm the ¿image detector¿ malfunction. Upon further inspection, fse found that there was "no communication with flat detector". Fse replaced the fd power supply unit and flash lite high-end kit. After replacing the fd power supply unit and flash lite high-end kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoro was not possible. No harm was reported. A philips field service engineer (fse) inspected the allura device onsite and identified an issue wit the fd (flat detector). Fse proceeded to adjust the fd's voltage to 25v and confirmed system was returned to use in good working order.